Event description:
It was reported that a cartridge alarm occurred during insulin delivery resulting in the customer experiencing an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Reportedly, a correction injection was delivered to address bg. Customer reverted to an alternate method of insulin therapy.